Manufacturer narrative:
Additional information: h11- reporter provided additional information and clarified initial information was reported in error. New details indicate claim is not medwatch reportable. Initial medwatch report should be n/a. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: elevated intraocular pressure, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, with significant reduction of irido-corneal angles, elevated intraocular pressure. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as a patient related factor and other "vault".